Event description:
It was reported that, "upon opening the package, there was a hole protruding through both plastic sterile barriers so the sterility of the head was compromised."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.